Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced irritation on and/or around insertion site. Patient reported red bumps on skin after sensor removal. Patient also reports irritation. Patient sought doctor's advice. No medical intervention was required. At the time of the call, patient reported being fine.